Event description:
On (B)(6) 2014, nurse placed powerglide and it advances fine, catheter advances fine. When nurse attempted to remove device from patient when attempting to pull back on white handle, catheter sheared off in patient after insertion. Nurse was able to retrieve all pieces of device from patient.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyd1810 showed no other similar product complaint(s) form this lot number.